Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold, cracked solder joint found on pin 1 of the ambient light sensor(u1). Pump also received with severely scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 9.3 mmol/l. Customer stated that fill cannula was recorded in the daily history. Customer stated that pump error was occurred on the second occurrence. The device will be return for analysis.